Event description:
Per op report: the pt was admitted to the hosp with congestive heart failure. Pt had an echocardiogram which suggested severe mitral regurgitation from a posterior paravalvular leak. The valve was explanted with rt-251, 19aj-501, and was replaced with 27mj-501.